Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that there was a huge air bubble in the reservoir. Customer's blood glucose level at the time 360mg/dl. Unable to troubleshoot, due to the customer not having enough insulin to run tests. No additional information is provided.